Event description:
During an internal investigation of aortic cutter on a porcine aorta, the cutter caused deep scoring and an incomplete hole. Half of the tag tore off. There was no pt involvement. This report is submitted because the failure, will not cut, is a reportable malfunction.